Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited unspecified oversensing. No intervention was performed. The patient would continued to be monitored.

Event description:
New information on 1/9/2019 stated the patient presented in the emergency room due to right ventricular lead oversensing. The lead was reprogrammed to disable therapy. The patient would continue to be monitored.